Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check discovered by hospital personnel, the cs300 intra-aortic balloon pump (iabp) has a battery function issue even when connected to the cable. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the 220v mains cable to restore regular operation and the operation tests performed with positive results.